Event description:
Report received from the USA stating that the device was "running hot" during a routine maintenance check. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met mfg specifications. The reported condition could not be duplicated therefore the condition was not confirmed. If add'l info is received, a supplemental report will be sent.